Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd¿ blunt fill needle was found with foreign matter ¿color change.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Device history record of the manufacturing batch: lot 7174606 showed it was produced between the 1st / jul / 2017 to the 15th / jul / 2017. Inspections performed on the seeb02 - moij 18 and 21 injection molding machine were verified and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. We inform that the cannons are carried out visual inspections, with the frequency of 4 times per shift. Before the batch is released to the consumer, the consumer still goes through the process of evaluation of the final inspection laboratory, where more validated visual tests are performed, certifying the conformity of the product. After reviewing this document, it can be verified that all the tests performed were within the specifications of the product. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. This is the first complaint by discoloration / variation in color / cloudy in lot 7174606. Since there is no failure reported during the manufacturing in our database, and the parameters were within specifications, it was concluded that it was not possible to identify the root cause for the defect reported. We do not have enough information for analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.